Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device sparked.

Manufacturer narrative:
Alleged failure: loud sparking noise and flash when first turned on. Proceeded to normal home screen. After time/when I came back unit was turned off and was not able to turn back on. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device sparked.